Manufacturer narrative:
Section a3b, a4, a5 and a6: unknown; information not provided. Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section e1: title, email address, city, state, post office or zip code: unknown, information not provided. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted into the eye. After unfolding, it was found that there was a scratch on the lens surface. It was considered that the scratch was close to the edge. The lens was not replaced. The patient was followed up for observation. The patient returned for eye examination but did not complain of obvious discomfort. Iol remains implanted. No further information available.